Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a ureteroscopy, an ncircle tipless stone extractor was tested prior to patient contact. A stone was captured, but was unable to be removed from the patient. While releasing the stone, a wire on the basket detached on one end, but stayed attached to the basket. The device was removed from the patient and the stone was lasered into smaller pieces. Another same type device was used to successfully complete the procedure with good patient outcome. The patient was reported to have a tortuous anatomy. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. The device was returned to cook for investigation. The basket formation had one wire that has been pulled out of the distal cannula. A document-based investigation evaluation was performed. A review of the device history record found no non-conformances related to the reported failure mode. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is provided with instructions for use which caution, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information, cook has concluded a definitive cause of the event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, an ncircle tipless stone extractor was tested prior to patient contact. A stone was captured, but was unable to be removed from the patient. While releasing the stone, a wire on the basket detached on one end, but stayed attached to the basket. The device was removed from the patient and the stone was lasered into smaller pieces. Another same type device was used to successfully complete the procedure with good patient outcome. The patient was reported to have a tortuous anatomy. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.